Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Review of the lot history record indicated an expiration date (use by date) of 30-november-2022 and the procedure date was 10-december-2022 which is approximately 2 weeks post expiration. It should be noted that the electronic proglide instructions for use (eifu), in the graphical symbols for medical device labeling section, indicates the use by symbol, which is the next to the expiration date. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported detachment; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
See h11 corrected data.b3 - date of event corrected from 12/10/2022 to 11/19/2022 b6 - relevant test/laboratory data corrected from 12/10/2022: femoral angiogram - no calcification present at access site to 11/19/2022: femoral angiogram - no calcification present at access site. H6: medical device problem code 2017 removed. H10: removed verbiage: review of the lot history record indicated an expiration date (use by date) of 30-november-2022 and the procedure date was 10-december-2022 which is approximately 2 weeks post expiration. It should be noted that the electronic proglide instructions for use (eifu), in the graphical symbols for medical device labeling section, indicates the use by symbol, which is the next to the expiration date. It is unknown if the reported violation of the IFU contributed to the reported difficulties.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted with a proglide device after a percutaneous transluminal coronary angioplasty interventional procedure using a 6f sheath. Reportedly, a suture break occurred while advancing the knot. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).